Event description:
The pt was being transferred by ground vehicle from the scene to a healthcare facility and was being supported by an impact aev portable ventilator. The ventilator was performing as expected for approximately 2 minutes when an "o2 valve failure" alarm exhibited. All settings and connections were checked and found to be in order. The pt was manually ventilated for the remainder of the transport (approximately 20 minutes). The clinician reporter there were no adverse events relating to the incident however, the clinician noted that he/she felt the pt would have benefitted more from the use on automated ventilator versus manual ventilation in this case. Though it was reported that serious injury to the pt did not occur, the device malfunction caused the need for manual ventilation and, because of this, the event is being submitted as a serious injury.

Manufacturer narrative:
Device was tested upon receipt at impact and the technician was unable to confirm the reported failure because the device was severely damaged (the connector from the compressor to the spm was bent, the connector panel was damaged and the compressor was cracked by the mounting bracket). It is unknown whether this damage was present at the time of the event or if it occurred after the pt event. No device damage was reported by the clinician. The device damage was repaired, preventive maintenance was performed along with calibration, burn-in and output testing. The device was returned to the end user after it was tested and found to be within specification.